Manufacturer narrative:
It was reported by the hospital contact that the complaint deltamaxx (cdx181040-30/c37220) was the 2nd coil to be inserted. The physician immediately felt a slight friction when he inserted the coil into the hub of the headway microcatheter (details unknown). He nevertheless continued the insertion; however, the coil got stuck at the middle of the microcatheter. The physician tried to withdraw the coil, but the microcoil got unraveled, and despite of carefully continuing the withdrawal, the microcoil got severed in the microcatheter. Thus, the microcatheter has to be removed from the patient as well. The procedure continued with the new microcatheter (details unknown), and it was completed without further issues. Due to the event the procedure was delayed for 10 minutes, yet there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint product will be returned together with the prowler for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the ica to treat the sah. The patient was an (B)(6) male, whose vessels were moderately tortuous but not calcified. A sheath introducer by terumo (model unknown), a gw by asahi intecc (model unknown), a gc by medtronic (model unknown), a headway (terumo), a y-connector by terumo (model unknown), and enpower dcb / cable (lots unknown) were used for this procedure. It was initially reported that a prowler microcatheter was used in the procedure, however it was confirmed with the affiliate that the correct product was a headway microcatheter. Very limited information was received. The device positioning unit (dpu) with the severed proximal section of the coil and the introducer sheath with the attached resheathing tool were all not returned. The unidentified prowler microcatheter and the rotating hemostatic valve (rhv) were not returned. As viewed through the returned packaging, it was found that only a headway microcatheter was returned. The returned microcatheter is not a prowler that was reported to be where the coil was located, but is an unbranded headway microcatheter. The microcatheter used in the procedure was either misreported or the wrong microcatheter was returned. The coil was successfully flushed out of the unbranded and unidentified microcatheter. It was found that the proximal end of the coil was severed and not returned with the dpu. The coil was severed at the proximal end. The severed section was not returned. The fracture was ductile in nature requiring external force. No material defects were found. The distal section was intact with the ball tip. The unbranded microcatheter passed inspection and functionality with the test coil advancing though and out the distal microcatheter multiple times with no problems encountered. The complaint of the coil stretching inside the microcatheter is confirmed; however, it was found that a stretched and severed coil was found inside a headway microcatheter and not the unidentified prowler microcatheter as was reported in the complaint event. This discrepancy was not explained in the complaint event description. Without the return of the dpu and the attached proximal section of the severed coil, the unidentified prowler microcatheter, and the rhv used in the procedure, the root cause of the coils stretching cannot be determined. The complaint of the coils resistance during introduction into the microcatheter cannot be confirmed. The headway microcatheter was returned with the severed coil and not the unidentified prowler microcatheter. Without the return of the dpu and the attached proximal section of the severed coil, and the rhv in the procedure, and the unidentified prowler microcatheter the root cause of the coils resistance cannot be determined. The complaint of the coil being stuck inside the microcatheter cannot be confirmed. A headway microcatheter and not an unidentified prowler microcatheter was returned. The coil was flushed freely out of the microcatheter and a test coil was advanced through the returned microcatheter with no resistance or obstructions encountered. The undamaged headway microcatheter was found to have passed inspection and functionality testing. Without the return of the dpu and the attached proximal section of the severed coil, the unidentified prowler microcatheter, and the rhv in the procedure, the root cause of the coil becoming stuck inside the microcatheter cannot be determined. The complaint of the coil being severed inside the microcatheter is confirmed, however the severed coil section was found inside a headway microcatheter and not the reported unspecified prowler microcatheter. The severed section of the coil was due to external force causing a ductile fracture as no material defects were found. The circumstances of how and when this occurred cannot be determined. Furthermore, without the return of the dpu and the attached proximal section of the severed coil, the rhv, and the unidentified prowler microcatheter, the root cause of the coil being severed inside the microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: prowler microcatheter (details unknown); new microcatheter (details unknown); sheath introducer (terumo); gw (asahi intecc); gc (medtronic); headway (terumo); y-connector (terumo); enpower dcb / cable (lots unknown).

Event description:
It was reported by the hospital contact that the complaint deltamaxx (cdx181040-30/c37220) was the 2nd coil to be inserted. The physician immediately felt a slight friction when he inserted the coil into the hub of the prowler microcatheter (details unknown). He nevertheless continued the insertion; however, the coil got stuck at the middle of the microcatheter. The physician tried to withdraw the coil, but the microcoil got unraveled, and despite of carefully continuing the withdrawal, the microcoil got severed in the microcatheter. Thus, the microcatheter has to be removed from the patient as well. The procedure continued with the new microcatheter (details unknown), and it was completed without further issues. Due to the event the procedure was delayed for 10 minutes, yet there were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint product will be returned together with the prowler for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the ica to treat the sah. The patient was an (B)(6) male, whose vessels were moderately tortuous but not calcified. A sheath introducer by terumo (model unknown), a gw by asahi intecc (model unknown), a gc by medtronic (model unknown), a headway (terumo), a y-connector by terumo (model unknown), and enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
(B)(4).